Event description:
An aneurx abdominal stent graft system was inserted into a pt for the treatment of a 5.2 cm abdominal aortic aneurysm. The vessel morphology was that the severely tortuous and moderately calcified. It was reported that the device could not be advanced to the intended landing zone. The physician exchanged the amplatz wire for a lunderquist wire; however, the device could still not be advanced to the intended landing zone due to the kink in the device. The device was removed from the pt without issue. There were multiple kinks in the stent graft delivery system; the stent graft was not deployed. The case was completed with another aneurx device over the lunderquist wire without issue. No clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
(B)(4). Eval results: severely tortuous and moderately calcified access vessels. Kink. Conclusions: severely tortuous and moderately calcified access vessel. Eval summary: the stent graft was still loaded in place. The device was bloody. There were severe multiple kinks on the sheath at 12, 90, 114 and 145mm from the edge of the graft cover. There were multiple kinks on the sheath. The kinks are not mfg related and was determined to be due to the pt's tortuous vessel morphology.